Manufacturer narrative:
The actual complaint product was returned for evaluation. One used sample without original packaging was received. The catheter arrived detached from the cone adaptor. The components were viewed under uv light. There is visible evidence of application of adhesive with optical brightener. It has the appearance of consistent application coverage on both cone adapter and catheter body. The device history record for m5264t305 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the catheter detached from thumb valve. This occurred after the second suction. No injury to patient was reported.